Event description:
Left knee surgery in 2007. Pt alleges the cold unit was defective and caused a skin injury. Legal service was notified of this patient's injury. Discovery is just beginning, and further information will be provided, if and as it is available.